Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Patient, selected another driver and completed the procedure. Account discarded the pieces. The product development evaluation revealed that the tip of the 3.0 mm bi-hexagonal screwdriver is broken off as complained. The tip is twisted significantly at the break. The fracture area is homogenous which indicates material conformity. A previous complaint showed that testing on the driver has shown this 3.0 mm bi-hexagonal driver to be able to withstand 11.67 nm of torque. Therefore, this driver meets the design benchmark, and has been appropriately characterized on the risk assessment. A literature review has found that the average insertion torque in either calf or human vertebra does not exceed 6.7 nm. At 6.7 nm, the driver design allows for a factor of safety of 1.6 which is appropriate for this instrument. Further, taps are offered in all diameters of the uss polyaxial pedicle screw which will aid in the insertion of these bone screws by creating a thread path in the bone. It is concluded that the cause of this driver breakage cannot be fully determined given the returned condition of the instrument. Loading beyond the design benchmark of 11 nm, off axis loading, and use without appropriate mating instruments (holding sleeve, and optional taps) may have contributed to the failure of this driver. Placeholder.

Event description:
It was reported that during a posterior lumbar fusion of pelvis procedure while the surgeon was using the 3.0 mm bihexagonal screwdriver to insert a screw, the shaft broke. Surgeon removed all pieces from the patient, selected another driver and completed the procedure. Account discarded the pieces.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.